Event description:
It was reported, that the ventilator generated technical error codes indicating software, disabled valves, expiratory channel failure and communication errors. There was no patient harm. Manufacturer ref. #: (B)(4).

Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
It was reported, that the ventilator generated technical error codes indicating software error, disabled valves, expiratory channel failure and communication errors. The service engineer found that the breathing control printed circuit board caused the problem and replaced it. The defective control pcb was returned for further investigation. The evaluation of received device logs confirms the reported technical error codes and stop of ventilation on february 01, 2022, the reported date of event. The returned control pcb was installed in the reference ventilator. During start-up, the ventilator showed slow response and the reported communication errors appeared. Information was missing on the user interface screen. The problem was permanent. Electrical measurements showed that can-communication with other parts of the system was lost. Ventilation couldn't be started. The conclusion is that the reported communication error could be reproduced. The cause is a hardware problem with the returned breathing control pcb. The defective component has not been definitively identified but is considered a random component failure.